Manufacturer narrative:
The pod was received not deployed. The download data from the pod showed that the pod ran for 0 pulses and was received in pod state 15, indicating that the device was awakened and allowed to transition to pod state 14, before sitting for 80 hours and transitioning to pod state 15. It could not conclusively be determined when the pod was awakened and if it was awakened by the user filling the pod. Inspection of the pod found no damages or manufacturing deficiencies that would prevent the pod from pairing with a controller and completing activation as intended and no issues were observed that would cause the pod to awaken earlier than expected. The exact cause of the reported event could not be determined.

Event description:
It was reported by the patient that the pod's cannula did not deploy indicating a needle mechanism failure. The pink slide did move forward but the cannula was not visible.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.